Manufacturer narrative:
The emergency battery error alarm as reported was confirmed during patient file review. During battery evaluation, a cell under voltage (cuv) flag was observed, however no permanent faults were recorded. This is an indication that the emergency battery was depleted and may have needed longer than the 1 hour allotted during the routine evaluation to fully charge. The emergency battery was allowed to charge for approximately 48 hours. After charging, the battery was re-evaluated and found to have fully charged, thus confirming that the battery is functioning as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4858 follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited an emergency battery error alarm.